Event description:
Information was received indicating that an occlusion alarm and a cassette alarm could not be cleared while using smiths cadd solis vip ambulatory infusion there was no reported injury to the patient.

Manufacturer narrative:
One cadd solis vip pump was returned in good condition. The event log was accessed and the system did have a "cassette not attached properly" high alarm. The pump was visually inspected and a cassette was attached to the pump in an attempt to run it, but the pump alarmed "cassette not attached properly". Functional testing was performed, but it failed. Further investigation of the pump determined that a faulty latch lock was the cause of the issue. The reported issue was confirmed. The latch lock flex and the downstream occlusion sensor will be replaced to resolve the issue.